Event description:
Our MDR. After an implantation time of about 25 months, it was reported that the pacemaker, programmed to standard parameters and with normal impedance values of the lead, showed an increased battery current. The indicated remaining service lifetime vacillated. The pacemaker was explanted.

Manufacturer narrative:
Ous MDR - the pacemaker underwent a visual and mechanical analysis. Scratches were found on the front and back side of the pacemaker. A short distal piece of the lead was lodged in the ventricular lead receptacle. The ventricular sealing plug was removed. The inner hexagon of the ventricular lead screw had been rounded due to strong force impact. The electrical measurement established that the pacemaker paces in eri with vdd and a rate of 60 ppm at 2.2 v and 0.4 ms. The memory contents of the pacemaker were read and the pacemaker was interrogated. The interrogation confirmed that the pacemaker has been in eri state since 2008. The pacemaker had already been explanted at that time, and the eri was probably a consequence of cold temperature impact. The analysis also detected an increased power consumption of the electric module. The pacemaker was then analyzed destructively. The circuit was returned to the ic MFR. The analysis at the MFR confirmed the increased power consumption. Aside from the increased power consumption, the pacemaker circuit did, however, function according to specifications.